Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was deployed into the laa, and the physician recaptured the 27mm closure device in an attempt to get better positioning. The physician had difficulty positioning back into the ostium, and removed the wds and reinserted the pigtail catheter to reengage the laa. A second 27mm wds was then prepared and inserted. The physician recaptured and deployed the 27mm closure device multiple times to obtain correct placement but was unsuccessful. The physician removed the wds and the was sheath and decided to try re-sticking the septum to get the sheath more coaxial to the ostium. The physician reinserted the versacross fixed curve to perform a second transseptal. The was sheath was then reinserted after the transseptal. The physician decided to downsize the closure device and a 24mm wds was prepped and inserted. Several deployments and recaptures were performed but were unsuccessful at placing the 24mm closure device in the correct position. The decision was then made to abort the procedure. The physician pulled the was and wds back across the septum from the left atrium to the right atrium. The echo physician performed an effusion check with transesophageal echocardiography (tee) and patient was noted to have a circumferential pericardial effusion. The patient's blood pressure dropped slightly, and it was decided to place a pericardial drain. 300-400ml of fluid was initially drained, with a total of 900ml drained over a two-hour period. The patient was auto transfused with the blood from the pericardial drain. Medication was given to reverse the heparin and eliquis. Cardiothoracic surgery was consulted, but the pericardial effusion stabilized. The patient remained in the hospital for monitoring and no further complications were reported.